Manufacturer narrative:
The investigation determined that multiple, non-reproducible, higher than expected vitros trop I es results occurred. The sample involved was not processed in accordance with the tube manufacturer's recommendation. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. A definitive root cause for the event could not be determined. However, a improper pre-analytical sample processing issue or a reagent related issue cannot be ruled out as contributing factors. There is no evidence that the vitros 3600 analyzer had malfunctioned.

Event description:
The customer obtained non-reproducible, higher than expected vitros trop I es results for multiple patient samples (patient 1 = 0.212 and 0.039 ng/ml; patient 2 = 0.442 and 0.845 ng/ml; patient 3 = 0.066 and 0.067 ng/ml) processed on the vitros 3600 immunodiagnostic system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The affected patient results were not reported to a clinician. Repeat trop I es result were reported to the clinician (repeat of patient 1 = 0.033 and 0.034 ng/ml; repeat of patient 2 < 0.012 ng/ml; repeat of patient 3 = < 0.012 ng/ml). There was no report of patient harm as a result of this event. (B)(4).